Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found that the device header was loose and the back of the header was cut off. Analysis determined that the loose header was likely induced during the explant procedure. Microscopic visual inspection of the lead barrels and inner seal rings identified no evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this pacemaker's header was cut in order to remove the right atrial (ra) and right ventricular (rv) lead at a device replacement procedure. A temporary pacer was used during the procedure as the patient was pacemaker-dependent. The ra and rv leads were successfully removed from this pacemaker and inserted into the replacement device. This pacemaker was explanted. No adverse patient effects were reported.